Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that the mitraclip procedure was performed on (B)(6) 2020, treating degenerative mitral regurgitation (mr) of grade 4+. The patient had pre-existing dyspnea, atrial fibrillation, pleural effusion, pericardial effusion and general weakness. Two clips were implanted and the mr was reduced to grade 2+. Post procedure, the patient continued to be monitored for the dyspnea and weakness and remained hospitalized. Both clips were noted to be well attached to both leaflets and functioning as expected. The study physician was unable to determine if the worsening dyspnea and weakness were related to the implanted mitraclips. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of dyspnea and fatigue are listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on available information, a definitive cause for the reported dyspnea and fatigue could not be determined. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.